Manufacturer narrative:
(B)(4). This lot was manufactured from february 26, 2010 ¿ february 27, 2010. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a missing blue winged luer cap (blue tip). This was found before use. There was no patient involvement. No additional information is available.